Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec. The testing consisted of fill 1: 850.1 ml, drain 1: 850.2 ml, fill 2: 852.3 ml, drain 2: 852.3 ml. The rite test acceptable range is 774.0 ml ? 821.0 ml. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification: fill 1 850.1 ml, drain 1 850.2 ml, fill 2 852.3 ml, drain 2 852.3 ml. The rite volumetric specification is 774.00 - 821.00 ml. The external and internal visual inspection was performed and revealed no problems. The volumetric accuracy was performed and the device failed the first test with original piston foam, passed the second test with pal test article piston foam installed, and failed the third test with original piston foam reinstalled to the piston. The device passed temperature verification. An inspection was performed on the door and piston. This inspection revealed that the piston foam was disintegrated. The assignable cause for the rite test failure was determined to be piston foam disintegration. The device was determined to not meet specifications. The device was sent to be serviced.